Manufacturer narrative:
The device worked to specifications as per the information provided by the importer ( ellex (B)(6)) , no safety issues were reported for the device since installation. The user admitted to the mistake , the root cause of the incident was user error, a result from incorrectly targeting the treatment site. An evaluation of the labeling / device usability was done, and it was deemed adequate.

Event description:
There was an incident reported on the ellex tango reflex machine (tr1507) used in the (B)(6)eye clinic. The complainant was the clinician and the reported adverse event occurred on (B)(6) 20'21 reported to ellex (manufacturer) via ellex (B)(6) on 26th august 2021. The patient developed cataract as a result of the treatment (vitreolysis). This report is made by ellex without prejudice and does not imply any admission of liability for the incident or its consequences.